Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture's reference number: 2017865-2021-13998. It was reported the patient presented in the hospital. Upon interrogation. It was observed the patient's implantable cardioverter defibrillator was oversensing on the atrial channel, and oversensing on the right atrial lead. No intervention was performed. The patient was in stable condition.